Event description:
A fax was received from the clinical manager of a chronic out-patient dialysis facility for follow up of an unrelated event. Info provided alleged three hospitalization for peritonitis. Follow up with the clinical manager for these events confirmed the hospitalization. Cause of the peritonitis is breach in aseptic technique. The peritoneal dialysis catheter was removed on (B)(6) 2013 and the pt was managed to hemodialysis permanently. The pt expired from unrelated cause on (B)(6) 2013. No other info is available. A search of the complaint info system confirmed there were no product complaints of leaks during treatment which could have contributed to the peritonitis diagnosis.

Manufacturer narrative:
Based on the info provided it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported hospitalization for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.